Event description:
It was reported a lead bend of 70 degrees during the implant procedure. Lead was not used. No replacement because an additional lead was not available. No patient injury and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis found the distal end of the lead was bent.